Manufacturer narrative:
(B)(40. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report failed to meet its performance specifications or otherwise perform as intended. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d25459, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n224901, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n336485, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
It was reported that the patient no longer had the device but was still feeling electrical currents at times. The patient wondered if this was normal or possible. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.